Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient was unable to set ipg into MRI mode. Impedances were found to be high in one of the leads. As such patient underwent surgical intervention on 21 oct wherein the leads were reinserted in to the ipg header. Post operatively ipg was able to be set into MRI mode and issue was resolved.